Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (check therapy electrode pad messages, can connection, service codes) have been confirmed. As received, the belt failed incoming functional testing. Upon evaluation, there was an open black pulse wire in the trunk cable. The cause of the check te pad messages, can connection, service codes, and test failures is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wire. The patient received a replacement electrode belt.

Event description:
Review of a (B)(6) male patient's download by zoll customer support revealed excessive check therapy electrode (te) pad messages and service codes. The patient was issued a replacement electrode belt.